Event description:
Customer reported a cartridge alarm 30, which was documented at 5:01 pm according to pump history. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's health. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was informed about the shipment of a replacement pump with updated software and provided instructions for storing and returning the faulty pump. Additionally, the customer was advised on using multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery, and acknowledged the information provided by technical support.